Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported and confirmed that the device failed the volume test (18.8¿21.2 ml), with measured values of 17.647 ml and 17.837 ml. There was no patient involvement.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. During functional testing, the customer reported issue was neither confirmed nor replicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The software was updated, and the device passed all functional tests after the repair.